Event description:
I went to the ER at (B)(6) hospital in (B)(6) with pain just below my ribs. They saw scar tissue in the bottom of my stomach and kept me to run a scope the next day to see what was going on. That night I started getting sick and thought I was getting the flu. I kept getting worse and they gave me a shot of antibiotic. They kept me until (B)(6) 2012. After I got home I started coughing up raw blood and sometimes it looked like blood clots. I had a z-pac so I took it. When I went back 2 weeks later to the dr for a f/u, I told the dr what had happened and that I stopped coughing up blood, but now I am coughing up brown stuff. He put me on another antibiotic. I was given an antibiotic every month until I got so sick. I went to the ER again on (B)(6) 2013. Not for the pain in my stomach but for all the coughing and feeling sick all over. They did an x-ray and saw a mass on my right lung. They did a CT scan and 2 weeks later did a pet scan. Both results came back malignant and would need surgery. On (B)(6) 2013, I was sent to (B)(6) hospital to have the top half of my lung removed. The surgeon said he couldn't do that with what I had going on in my left lung. He compared the CT and pet scan on his computer and said he thought the mass was getting smaller. I started getting CT scans every 2 months, and around 2 yrs later I asked them to check that I am coughing up and they did. It came back as (B)(6). To make it short I was on an antibiotic every month until the last year and I have missed a few months. I am still sick and coughing up crud. I have damaged lungs and went from very active to laying on the sofa. I am going back for another CT scan on (B)(6) 2018.